Event description:
The core impaction drill was sent for eval due to overheating during a wisdom teeth extraction procedure. The procedure was completed with a readily available alternate device without any procedure delay. No adverse event was associated with the device.

Manufacturer narrative:
Worn bearings were identified as the probable cause of the device overheating. Worn bearings are indicative of decreased lubrication on the bearings which will lead to friction and can cause the device to heat up.